Event description:
This second MDR is being submitted for the second suspect product, also a device manufactured by mcghan medical. This separate distinct number is provided per the FDA'a request for traceability purposes. The pt was treated with two formulations of bovine collagen in 2001. On event date the pt experienced swelling, itching, erythema, and ternderness at all injection points. The pt reports that the symptoms have been intermittent. Physician diagnosed hypersensitivity and prescribed topical steroid cream and a medrol dose pack, which were only temporarily effective.